Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that when asked to explain why the information in the instructions for use was insufficient, the respondent stated that they needed more training.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be ¿incorrect/ missing translation; missing instructions; vendor/printer error". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "1. Cleanse the glans of the penis, from the tip to its base, all round as you have been taught. 2. After washing your hands, sit or lie in the position you have been taught, ready to pass the catheter, and relax. If your doctor or nurse advises, lubricate about the first six inches of the catheter. 3. Holding the penis out from the body at about a 60° angle - or the angle you have been taught, slowly and gently insert the catheter. Sometimes it may be more difficult to pass it through the last part of the urethra before it enters the bladder. A very small change in the angle of the penis and firm but gentle pressure will usually overcome this. If you cannot pass the catheter, relax for a while and try again. If the difficulty persists, contact your doctor or nurse. When the catheter enters the bladder urine will begin to flow, introduce no more than one more inch of the catheter and allow the bladder to empty. Your doctor or nurse will teach you how to ensure your bladder is empty. 4. When the bladder is completely empty and the flow has stopped, slowly withdraw the catheter. If urine begins to flow again, stop until it has ceased. Disposal: handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Do not flush it down the toilet. Wash hands with soap and water." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when asked to explain why the information in the instructions for use was insufficient, the respondent stated that they needed more training.